Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an unknown issue with her one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day and time. It is unknown what issue she may have been experiencing with the subject meter. It is unknown what kind of diabetes management she follows and whether or not she made any changes to her treatment due to the alleged issue. It is unknown what type of specific symptoms she experienced. However, in her email she stated "I have been having problems with my levels going low". It is also unknown the reason for a paramedic response needed. It is unknown if she received any form of medical treatment due to the alleged issue. The patient emailed customer service with her allegation, and there was no additional information provided. There was no troubleshooting done, since she did not contact lfs customer service by phone. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.